Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the inserter needle of the abbott diabetes care (adc) device was lodged in the sensor's ventilation port. The customer experienced pain upon application and during sensor wear. The customer was able to self-treat by removing the needle by themselves.